Event description:
Reportedly during use of an otw mini trek in the distal left anterior descending artery with moderate tortuosity and heavy calcification, the balloon catheter tracked poorly on a bmw universal ii guide wire just proximal to the target lesion and could not be advanced forward or backwards. The two devices were removed as one unit. The procedure was completed using a 1.5 x 12 mm non-abbott otw balloon catheter. A clinically significant delay in procedure was not reported. The patient did not experience any adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balance middleweight universal ii guide wire is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with thick dried blood in the guide wire lumen. There was contrast in the inflation lumen. The balloon was tightly folded. This is consistent with device preparation, use of the catheter and no balloon inflation. The distal shaft was wrinkled for a length of 2 millimeters at 2.2 centimeters proximal to the proximal seal. The guide wire used in the procedure was not returned. A .0150 inch mandrel was advanced through the tip and resistance was felt 2.2 centimeters proximal to the tip. There was dried blood in the guide wire lumen and wrinkled distal shaft. Using a new .014 inch guide wire, back loaded the guide wire through the tip and resistance was noted 2.2 centimeters proximal to the tip. Using a new indeflator filled with water, the guide wire lumen was flushed. The guide wire did not advance past the wrinkled shaft. Factors that may contribute to the difficulty advancing/retracting the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure all products meet specification, all products are 100% visually inspected for damages and proper guide wire movement for the catheters on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The guide wire used during the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported incident. It is possible that the guide wire met resistance in the guide wire lumen of the catheter due to the build up of blood/contrast or due to the reported tortuous vessel/ heavily calcified lesion. As resistance was encountered, if force was applied, this would contribute to the inner member wrinkle creating further resistance as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. However, this could not be confirmed and a conclusive cause for the initial resistance with the guide wire could not be determined. A review of the lot history record did not reveal any related nonconforming material records. Additionally a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to withdraw for this lot. There is no indication of a product quality deficiency.